Event description:
It was reported that: "pt was revised to a ts femur and ts insert while retaining base plate and patella. Pt complained of laxity while walking. No other info per hospital protocol."

Manufacturer narrative:
Triathlon ps fem component, cemented, catalog #: 5515-f-402, lot ID: dghl was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the pt's laxity. Method: review of device mfg history record & complaint history database. An eval of the devices cannot be performed as the devices were retained by the pt and not returned to the MFR. Additional info (including x-rays and op report) was not made available due to hospital policy. The investigation concluded the root cause of the reported event cannot be determined with the limited info provided. The device mfg records indicated all devices accepted into final stock conformed to specification. The product experience reporting database indicates there have been no other events for the reported lot ids.